Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included guided troubleshooting and education, including toggling settings, restarting the ilet, and advising a waiting period to allow pairing. Investigation of this case revealed a communication failure limited to cgm pairing with the ilet, consistent with a device-to-device connectivity issue without evidence of sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth connectivity issue resolvable through standard troubleshooting.